Manufacturer narrative:
Date of event/death: estimated as 30 days prior to aware date.

Event description:
It was reported that patient death occurred. It was reported via social media that a patient had a left atrial appendage (laa) closure procedure performed. During the procedure, the watchman flx laa closure device was prematurely released before it could be attached in the laa. The patient ended up passing away.